Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Hide section - other remarks.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee replacement a size 9 rp/ps articular surface trial and a 9/10 8mm shim were broken. All pieces were retrieved and the case was not delayed. Patient consequence? :no. Action taken for procedure:a new set of 9/10 instruments and trials were opened. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.